Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lgm816 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened foil, a labeled winding former, a detached needle and a dispensed suture of product code: vcp602, lot: lgm816. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent transabdominal pre-peritoneal procedure on (B)(6) 2019 and suture was used. The suture was broken during continuous suturing for port site closure though no extra force was applied. Another package was used for the patient with no problem. There were no adverse consequences to the patient.